Manufacturer narrative:
Additional information was provided in h.3., h.6. And h.11. The product was not returned for analysis. A product history record review and a non-conformance review of the reported lot number was conducted. No deviations were identified and all corresponding production release specifications defined in the device master record were met. The complainant indicates the use of non-company viscoelastic as a viscoelastic which is not qualified for use with the associated iol model. The reported complaint was not observed as no sample was returned for analysis; however, based on the information provided by the customer, the most likely root cause is failure to follow instructions for use (IFU), as the surgeon states the use of non-qualified viscoelastic. The use of an unqualified combination may cause damage to the iol and potential complications during the implantation process. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that before an intraocular lens (iol) implantation procedure, when the iol was folded into the cartridge, during the feed it was found that the rear haptic was torn off. The surgery was completed on the same day with another lens. There was no patient contact. Additional information has been requested.